Event description:
It was reported to resmed that an astral device's touch screen was flashing and the device settings were not accessible. The device was not in use when the fault occurred, therefore, there was no pt involvement.